Event description:
Ous MDR - it was reported that there were low pacing impedances and sharp drop in sensing values. A lead failure is suspected. No adverse patient events were reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable pacing impedance around 400 ohms between (B)(6)2017 and (B)(6) 2017 with intermittent decreases to <200 ohms in august and september. Furthermore in (B)(6)the ventricular sensing dropped down from approx. 13 mv to <10 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.